Manufacturer narrative:
Initial 1 of 2. This emdr is being submitted for an unknown number quantity. Name (B)(6). Street (B)(6). City (B)(6). Country schwitzerland. Postal code (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
Event occurred in united kingdom. It was reported that the patient experienced several infusion set fell off events during use due to heat on (B)(6) 2026 causing hyperglycemia. The high blood glucose was treated by corrections.